Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent and asymptomatic patient's atrial lead exhibited noise resulting in auto mode switch episodes. The noise was reproducible with arm movements. The device was reprogrammed reducing the oversensing. The lead remained implanted. The patient would continue to be monitored.